Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's auto bipolar was activated by short-circuiting the tweezers and the cable must be physically removed from the unit to stop it. No further information available at this time.

Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The reported condition was not confirmed. The investigation tested the auto-bipolar function and the customer complaint was not verified. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported secondary findings unrelated to the customer reported condition. The investigation found the screw that holds the control-board in place was loose in the machine and the plastic screw in the low voltage power supply(lvps) was broken off inside of the unit. The investigation isolated the failure to the screws, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The condition of the product was addressed by fastening the screw for the control-board and adding the plastic screw for the lvps. A review of the device history records for this device found no potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.